Event description:
On (B)(6) 2012, the nurse contacted animas stating that on (B)(6) 2012; the patient had a blood glucose value (bg) of 30mg/dl, was unresponsive and was hospitalized. The patient reportedly was hospitalized due to renal failure, due to missing two appointments for dialysis and due to being off the pump for two days. The patient reportedly experienced symptoms of vomiting, nausea and had diabetic ketoacidosis (dka). The patient's bg's was reportedly fluctuating in the 100 to 450 mg/dl range during hospitalization and the patient reportedly bolused via the pump in the emergency room (ER). The patient reportedly overcorrected via the pump causing his bg to go low. It was noted that the nurse was not familiar with the pump and when she reviewed the pump's history a bolus amount of 15.0 units was given via the pump at 12:14pm on (B)(6) 2012. The nurse reportedly removed the battery from the pump and the time/date reset to factory settings. The nurse declined to further troubleshoot the pump due to the patient confirming he had bolused the incorrect amount of insulin. Customer support (cs) advised the nurse to follow up with the health care provider (hcp) before resuming insulin pump therapy. The pump is reportedly not being returned. It was noted that the patient had other health issues unrelated to the reported bg excursion, is off the pump and is still under dialysis. This complaint is being reported due to the allegation that patient experienced a hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
Use error contributed to the reported bg excursion as the patient had given himself an overcorrection via the pump. It was also noted that the patient was off the pump and had other health issues unrelated to the reported bg event. Additionally, the time and date reset to factory settings; the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows the pump was turned off at 15:36 on (B)(4) 2012 and delivery was not resumed until 17:31 on (B)(4) 2012 when the pump was primed. A review of the bolus history indicated the following boluses were programmed and delivered on (B)(4) 2012: 10 units at 1:53am, 16 units at 5:32am, 16 units at 7:57am, and 15 units at 12:14pm. During testing, a normal 10 unit bolus and a 10 unit audio bolus were both successfully performed and accurately recorded in the pump history. They keypad buttons were tested and all buttons responded appropriately to user input. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.